Manufacturer narrative:
The device passed testing for delivery accuracy and calibrated set was used for testing per the device release specs.

Event description:
The customer contact reported the pt rec'd more medication than intended. At approx 1200, the device was programmed to deliver heparin 25,000u/250ml at a rate of 22.5ml with a volume to be infused of 250ml and the delivery was started. The nurse checked the device 1.5 hrs later, and "it appeared to be delivering appropriately." Reportedly another 2 hrs later, the device alarmed "empty" and the nurse noted the container was empty. The delivery was discontinued and the device was removed from clinical svc. The physician was notified. At 1600, a partial thromboplastin time (ptt) was drawn and the tp was monitored. The customer contact reported that therapy was resumed following the results of the second ptt which was drawn at 0000. There were no reported adverse pt sequelae. During testing at the user facility, the device passed testing for delivery accuracy. Though requested no add'l info was provided.